Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was an attempted implant during a routine device change. The chronic right ventricular (rv) lead was connected to the device but the physician noted difficulty inserting the terminal pin into the lead barrel that caused the lead to bunch at the distal end of the terminal pin. The lead was secured and captured initially but then exhibited loss of capture (loc) as the pocket was being closed. The pocket was reopened and the rv lead determined to be incompletely seated in the lead barrel. A second attempt was made to secure the lead wherein the physician again encountered difficulty inserting the lead into the port at which time the physician became uncertain it was advancing appropriately and elected to implant an alternate device without complication; the rv lead remains in service. No adverse patient effects were reported.